Event description:
On august 7th, 2024 fujifilm healthcare americas corporation was informed of an event involving ts-13101 via medwatch mw5157518 report from FDA. It was reported that prior to use, the product was examined and tested. On both occasions the balloon was defective.

Manufacturer narrative:
Ref comp #: (B)(4).